Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and functional testing and the indicated failure mode for leakage with the incident lot was not observed. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damage / leakage as all samples met specifications. An additional 12 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter there was blood splatter/leakage or other sample leakage from the device other than the non patient end needle/sleeve. The following information was provided by the initial reporter. The customer stated: "during blood transfer, blood leaked from the hub (more specifically, connection between the red component and the holder)."